Manufacturer narrative:
Manufacturing investigation evaluation: part not received in the original sterile packaging. The tube is broken at the level where it is coupled with the bottom disk. No non-conformances were generated during production. A review of the device history records (bottom disk, top disk, and tube) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. In particular, the following information was gleaned from the dhrs. In the DHR of the lot 9109837, there is included a "protocollo di controllo," which gives evidence that assembling operations were correctly performed and tested. In the DHR of the lot 9096155, for the tube used to assemble the involved lot, there is included a "protocollo di controllo," which gives evidence that the tubes were correctly deformed and prepared for the assembly. The lot 9096155 is produced starting from the rohling lot (8757956). In the DHR of this lot number, there is evidence that the tube¿s external diameter was within specifications. The returned part was re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features met specification with no visual defects, a manufacturing related cause can be excluded. The conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. The complaint is disposed as confirmed due to evidence that part is broken, but it is not considered valid from a manufacturing perspective. No manufacturing related issues were identified. The exact root cause could not be defined. It is likely that too much applied force, or a tilted position of the implant, could have led to the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. (B)(4). The subject device was not implanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Device history record reviews were performed for the subject device lot. The reviews showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported events in (B)(6) as follows: it was reported that during a craniotomy procedure on (B)(6) 2015, while the flapfix device was being applied, the connecting part of the center tube and clover leaf disc was broken when the surgeon tried to fix the cranial bone flap with it. The surgery was delayed one or two minutes due to the reported event. There was no adverse consequence to the patient and the patient is doing well post-operatively. This report is 1 of 1 for (B)(4).